Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported need to cuff miss and device entrapment appear to be related to interaction with the patient heavy scar tissue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to a emergent stent graft repair procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. When attempting to remove the proglide device, it was stuck in the patient anatomy due to heavy scar tissue. A cut down was performed to remove the device and following the stent graft repair the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.